Event description:
The customer reported that the display would intermittently disorient and turn blue.

Manufacturer narrative:
The device was evaluated at philips, and the processor pca was replaced to resolve the issue.